Event description:
Information received from the article: meckel s, mcauliffe w, fiorella d, et al. Endovascular treatment of complex aneurysms at the vertebrobasilar junction with flow diverting stents: initial experience. Neurosurgery. 2013 sep;73(3):386-394. Ten patients with large or giant complex vertebrobasilar junction aneurysms were treated with fds (flow diverting stents). Nine patients were treated using ped (pipeline embolization device) and 1 patient was treated with a silk stent. Each patient was placed on antiplatelet therapy according to each physician. Out of the 10 patients treated with an fds, four patients expired. Case 5: treatment of a giant fusiform aneurysm. The patient was placed on aspirin 100 mg/d plus clopidogrel 75 to 150 mg/d for 3 to 7 days before the treatment. Three months prior to the fds procedure, an initial attempt of stent assisted coiling embolization with detachment of 1 solitaire stent had failed. The patient underwent fds embolization treatment on an unspecified date. During the procedure, a total of 9 peds were implanted in the patient overlapping each other without issues. Dual antiplatelet therapy with clopidogrel (75-150 mg/d) and aspirin (81-325 mg/d) was continued. A double dose of clopidogrel (150 mg/d) was initiated as a result of low response testing. Eleven months post procedure, angiography revealed minimal residual filling and a delayed in-stent thrombosis occurred in the giant fusiform aneurysm. Two weeks prior to this, control dsa (digital subtraction angiography) revealed a largely thrombosed aneurysm with minimal residual inflow and clopidogrel had been discontinued. The patient ultimately expired due to large posterior circulation infarcts despite successful intravenous (eptifibatide), intra-arterial (recombinant tissue-type plasminogen activator) thrombolysis, mechanical thrombectomy and surgical posterior fossa decompression.

Manufacturer narrative:
The devices involved in the event will not be returned for evaluation as they were implanted in the patient. The other pipeline devices involved in the event are as follows: model: not reported / lot: not reported / dom: n/a / exp: n/a (qty. Unknown). (B)(4).